Manufacturer narrative:
(B)(4). Concomitant medical products cell-dyn sapphire hemoglobin syringe, list # 08h49-02, package date: (B)(4) 2007. Upon further review, the issue is no longer associated with remedial action correction 2919069-8/6/07-004-c, as the customer did not have the suspect cell-dyn sapphire hemoglobin syringe.

Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer reported the syringe got "tight" immediately after the customer started to use it and the error message occurred. The faulty syringe was collected by abbott field service engineer and abbott customer support center sent a replacement to the customer. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.